Event description:
It was reported by the affiliate that during an unknown procedure the following: "dc motor adapter was broken." There were no adverse consequences to the pt. One device is returning.